Event description:
Patient reported that the v-go falls off within 3 hours of application, when patient sweats. Patient did not provide specific dates for the events but stated it has occurred 3 times prior to this report. Patient discarded reported v-gos prior to this report.